Manufacturer narrative:
(B)(4). This event is currently under investigation.

Event description:
The device unraveled and got stuck in the avf balloons. Per complaint form, after (B)(4) incident, the unused / unopened lot's were removed. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
On (B)(6) 2016, initial information received by the manufacturer indicated (B)(6) 2016 as the date of awareness. On (B)(6) 2016, new information was provided to the manufacturer indicating the correct date of awareness was (B)(6) 2016. (B)(4). This event is currently under investigation.

Event description:
During an avf de-clotting procedure, the device unraveled and got stuck in the avf balloons. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence. Additional information was requested, however it was not provided at the time of this report.

Manufacturer narrative:
Investigation - evaluation: a review of the device history record, manufacturing instructions, specifications and quality control was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the risk assessment no further action is required.

Event description:
During review of the investigation of this event it was determined that the failure mode reported in MDR: 1820334-2016-00900 is a duplicate of failure modes previously reported in MDR¿s: 1820334-2016-00898, 1820334-2016-00879, and 1820334-2016-00899.